Event description:
Customer reported that the insulin pump alarmed motor error during rewind process and the drive support cap is flush. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Drive support disk was inspected and no anomaly was noted. Unit had scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.